Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the legal manufacturer's final investigation, and corrections to b3 and h4. The information in b3 and h4 was inadvertently omitted from the initial medwatch report. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels, cfu: 1cfu, bacterial identification: coagulase-negative staphylococci; sampling from: distal end, cfu: <1cfu, bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the device contamination and foreign material in the biopsy channel could not be determined.growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The scope was recently returned from repair and the customer tested all scopes prior to use. The scope tested positive for mold and was treated twice. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the connecting tube was scratched, the suction cylinder was scratched, the connector was scratched, and the distal end of the biopsy channel had foreign material. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional device evaluation results. In addition to previously reported results, evaluation found the scope had mold. This event is under investigation. A supplemental report will be submitted upon receiving additional information.